Event description:
The dealer stated the frame was bent. This is out of box failure, it was not delivered to the patient so protocol questions do not apply. Additionally the dealer does not like the inconsistent between our on line cataloged and the parts needed to order footrests.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Manufacturer narrative:
The device was evaluated by the return department where they stated that both seat rails were bent.

Event description:
The dealer stated the frame was bent. This is out of box failure, it was not delivered to the patient so protocol questions do not apply. Additionally the dealer does not like the inconsistent between our on line cataloged and the parts needed to order footrests.